Event description:
Reporting status: serious injury/medical intervention. Reporting rational: dissection, requiring medical intervention to prevent permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, in which three lesions were treated. The mid right coronary artery (rca) was treated with a 2.5 x 23 mm xience v with pre-dilatation. The proximal mid rca was treated with a 2.5 x 15mm xience v without pre-dilation. Then, the 1st obtuse marginal (om) was treated with a 2.5 x 08mm xience v stent with pre-dilation. However, after the stent was deployed in the 1st obtuse marginal, there was a haziness that developed in the proximal om. Another, 2.5 x 08 mm xience v stent was placed in this area to correct the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering determined that dissection is a known adverse event associated with coronary stenting listed in the IFU. This known patient effect is not necessarily an indication of a quality issue. Dissection can be influenced by several factors. Additionally, the IFU states that "implanting a stent may lead to vessel dissection and acute closure of the vessel requiring additional intervention". There does not appear to be any indications of a quality problem. A conclusive root cause for the reported patient issue and the relationship to the device, if any, cannot be determined.